Manufacturer narrative:
Product evaluation: the product was not returned. A qualified iol and viscoelastic were indicated. It is unknown if a qualified handpiece was used. Root cause: the product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been three other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) cracked in the middle possibly due to the cartridge. The lens was removed and replaced without incident. Additional information is requested. There are two related reports for this event. This report addresses the cartridge, and another manufacturer report will be filed for the iol.